Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that during a surgery, the ligature wire showed a lack of elasticity during implantation and was tearing.